Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was found that the two person icon was red indicating a loss of communication between the pdm (patient data module) and the hemo monitor. Merge technical support instructed the user to check that all cables were properly seated and then to reboot both the hemo monitor and client pc. Upon reboot, the two person icon was still red. The customer indicated that the (B)(4) and link assembly were damaged and asked for replacements. Merge technical support shipped the customer replacement hardware on 26sep2017. Upon receiving it, the customer found that the (B)(4) was not damaged and returned it to merge healthcare unused (RMA #(B)(4) ). The faulty link assembly (RMA #(B)(4) ) was returned to merge healthcare on 04oct2017 for evaluation. The results showed that the link cable had been broken and the p2 analog port failed; the link pcb (printed circuit board) was replaced. The unit passed all testing and was returned to service stock. A review of the customer's hemodynamics case management in merge healthcare's database found that there has been no other requests for support by the customer regarding this issue or any other as of 16oct2017. Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence with statements in the communication section such as, "when a command is issued by touching or clicking an icon on the client pc, the hemo monitor pc responds. Physiologic monitoring is accomplished by these two computers joined via unique communication protocols. There are three icons on the bottom of the hemo monitor, left of the time display that are displayed as visual indicators of system status. The patient name is displayed at the top of the screen and the day, date, and time are displayed at the bottom of the screen. If there is a problem with any of the functions represented by the above three images, the icon color will switch to red." (B)(4). Communication or transmission issue (issue associated with the device sending or receiving signals or data. This includes transmission among internal components of the device and other external devices to which the device is intended to communicate.) Methods code: actual device evaluated. Results code: fatigue problem (device problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses.) Conclusions code: use error caused or contributed to event (the interaction between the device and the user caused or contributed to the error. This includes inappropriate use of the device or failure to appropriately maintain the device.)

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then -transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitoring system would not communicate correctly while a patient was present. Information obtained from the customer revealed that the patient had not yet been sedated nor active monitoring initiated. The hemo monitor pc was rebooted however the system still did not function correctly so a philips (third party) monitoring system was used to complete the procedure. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer confirmed that the procedure was completed successfully using the philips monitoring system. Reference complaint-(B)(4).